Manufacturer narrative:
Upon review of the alarm trace, a number of low signal alarms occurred on (B)(6) 2021. This alarm occurs when the measured signal of an assay is lower than the measuring range for the particular test. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they started receiving alarms indicating abnormal low signal on the cobas 8000 e 801 module. Flow cleaning maintenance was performed twice to rectify the alarms. Controls were tested and recovery for multiple analytes shifted. The reporter pulled and repeated patient samples. The reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii, a second and third patient sample tested with elecsys shbg, and a fourth patient sample tested with the elecsys testosterone ii assay. The first patient sample initially resulted in a ft3 value of 14.8 pmol/l, which repeated as 3.7 pmol/l. No incorrect results were reported outside of the laboratory for this sample. The repeat value of 3.7 pmol/l was deemed correct and reported outside of the laboratory. The second patient sample initially resulted in an shbg value of 0.8 nmol/l, which repeated as 46.8 nmol/l. No incorrect results were reported outside of the laboratory for this sample and the repeat value was deemed correct. The third patient sample initially resulted in an shbg value of 17.4 nmol/l, which repeated as 34.5 nmol/l. The initial value was reported outside of the laboratory. The repeat value was deemed correct and an amended report was issued. The fourth patient sample initially resulted in a testosterone value of 23.9 nmol/l, which repeated as 0.73 nmol/l. The initial value was reported outside of the laboratory. The repeat value was deemed correct and an amended report was issued. The ft3 reagent lot number was 55172001, the shbg reagent lot number was 52426101, and the testosterone reagent lot number was 52096101. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer determined there was an issue with the pinch valves. The measuring cells and the pinch valves were replaced. All checks passed after these actions.